Event description:
The customer observed increased frequency of error code 1007 (unable to process test, activated read failure) generated with the architect hepatitis b surface antigen (hbsag) assay for both analyzers in the customer lab. The customer stated the error was also generated when the customer performed a hbsag calibration. The customer did not find any analyzer issues when troubleshooting the problem. The customer was sent a replacement lot of reaction vessels. There was no impact to patient management.

Event description:
It was reported that approximately 30 minutes into a da vinci s prostatectomy surgical procedure a small metal "disc" was observed inside of the pt. The site initially thought that the "disc" was a stapler; however, removal and examination of the "disc" revealed that is was a piece from the maryland bipolar forceps instrument. The site examined the instrument and confirmed that the instrument has a missing piece. The planned procedure was completed and no pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.